Event description:
A female pt underwent a percutaneous neurovascular procedure in 2008. The pt, diagnosed with ascitis, was reportedly large. The neurovascular procedure was performed through a 6 french long procedural sheath placed in the superficial femoral artery approximated to have a <3mm lumen. At the end of the neurovascular procedure, the physician, trained to the mynx vascular closure device, exchanged the long sheath for a short 6 french sheath per the instruction for use (IFU). The IFU indicates that the mynx device is designed to achieve femoral artery hemostasis, with proper delivery requiring the operator to confirm that the puncture site is at the common femoral artery and that the artery with evidence of adequate flow. An eval of the femoral angiogram revealed that placement of the procedural sheath was in the superficial femoral artery and that flow was completely obstructed by the sheath due to the small lumen diameter of the vessel. Deployment was not successful and the sealant was delivered intra-arterial. The pt underwent surgical retrieval of the sealant and tolerated the procedure well with no further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided, the root cause of the reported incident was improper deployment of the mynx device based on pt selection requirements as defined in the IFU. Per the IFU, the safety and effectiveness of mynx have not been established in patients with small common femoral arteries (<5mm). It further states that the operator must confirm via femoral arteriogram a common femoral artery single wall puncture. This deployment was performed in a <5mm superficial femoral artery. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.